Event description:
Caller reported an issue where the insulin gauge displayed an amount different than expected, specifically showing 105 units instead of the expected 180 units. There was no information provided regarding any adverse impact on the customer¿s blood glucose level. Caller acknowledged overfilling the cartridge and declined to load a new one. They were advised not to overfill and agreed to follow up if necessary.